Event description:
Customer reporting 2 false positive sars result. Customer is symptomatic with headaches, fever and cough. Customer states the results were confirmed negative by a dr office antigen test. Report 1 of 2.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine . Source: phone.

Manufacturer narrative:
Updates made: update to date of occurrence: (B)(6) 2023.